Event description:
The device was originally implanted via v-p shunt in 2006 to the patient who was a (B)(6) female(m.c). Doi and the initial setting pressure are unknown. On (B)(6) 2013, the patient had traumatic subarachnoid hemorrhage. It was noted that she had fallen down on side the shunt was implanted before this. On (B)(6) 2014, it was reported that the surgeon tried to change the pressure from 160mmh2o to 140mmh2o but could not change even by flashing and neodymium. On (B)(6) 2014, the revision surgery was conducted and the device was replaced with another product (82-3842) at 120mmh2o. The patient¿s condition is not improved after revision and is still followed. (B)(6) 2014 additional information stated: regarding (B)(4), we obtained the correct product code. Could you please make a correction in etq? -------------------------------- (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 30mmh2o. The valve was visually inspected and confirms a tear / cut in silicone housing, valve mechanism no longer inside silicone housing when received. As noted in IFU the silicone housing has a low tear / cut resistance. It was not possible to test the valve for occlusions, leaks or reflux due to the damaged silicone housing. The valve was tested for programming. The valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot cgmcb5 conformed to the specifications when released to stock on the 5th december 2006. The root cause of the tear/cut in the silicone housing could be due to the patient¿s fall but this could not be confirmed. As noted in the IFU, silicone has a very low cut / tear resistance. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.